Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal cracked. The per stated "because the outside part of the seal was untied, that couldn't be used." A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube while the seal was extended outside the tube. The seal had cracked along the second ring from the edge and had been partially unraveled from the edge. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).